Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, stent damage occurred. The target lesion was in the common bile duct (cbd). While attempting to advance a 7 x 12cm rx stent over an unspecified type of guide wire, the "internal wire, that pulls the introducer back, popped out of the side port". The device did not come in contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.